Event description:
It was reported that during infusion; cadd legacy pump had experienced an error code 1870 (motor_timeout1). The patient removed and replaced the batteries twice; however, error 1870 recurred. The pump was then turned off. The pump was programmed to infuse at a rate of 2.2 ml per hour. The remaining reservoir volume was 38.5 ml, and the volume delivered was 61 ml. Additionally, reported that the pump was under delivered. No other adverse consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.